Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 419 mg/dl at the time of incident and the current blood glucose level was 333 mg/dl. The customer was declined to troubleshooting. The customer son mentioned that hospital messed up this morning giving the customer breakfast which resulted for his blood glucose to go high. Customer reported they got out from the hospital and started used again the insulin pump. The insulin pump will not be returned for analysis.